Event description:
It is reported that the pt was revised due to a fall while getting out of bed which produced a peri-prosthetic femoral fracture.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components are unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Although not proven, the most likely root cause is the fall itself that created the peri-prosthetic fracture. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identified any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.